Event description:
On (B)(6) 2012, the lay-user/patient's son contacted lifescan from (B)(4) alleging a data port issue with the one touch verio pro meter. The patient's son did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's son claimed that the meter had a data port issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's son did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(Serial #) information was not provided.